Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2025, the patient experienced being unwell, tired, ¿distant¿, and had rapid breathing. When the patient arrived at the hospital, the patient was diagnosed with diabetic ketoacidosis. The patient was admitted into the ICU. No specific treatment was reported but it was stated that the patient responded to the treatment ¿as expected¿. There was no information of how long the patient stayed at the hospital. It was stated that the patient improved as expected at the hospital, and it was understood that the patient recovered from the hyperglycemic event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.